Manufacturer narrative:
Section a was updated with the patient's age, gender and ethnicity. The complaint investigation included review of the complaint issue, complaint activity, trending reports, device history records and labeling. Additionally, in-house retained kit testing of the complaint lot was completed. Return testing was not completed as returns were not available. Review of complaint and trending data did not identify any issues or trends. Device history records for the complaint lot were reviewed and no non-conformances or deviations were identified. Labeling was reviewed which sufficiently addresses the customer's issue. In house testing of a retained kit of the complaint lot was completed. The lot generated the expected results. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance was not negatively impacted. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to historical architect anti-hcv test results provided by the panel manufacturer. The lot detected the same bleeds as reactive for the seroconversion panels. Based on this data, the sensitivity performance of the complaint lot is not adversely affected. Based on our investigation, no systemic issue or deficiency was identified for the architect anti-hcv reagent lot.

Manufacturer narrative:
An evaluation is in process. A follow up will be submitted when the evaluation is complete. Section a. Patient information: no further patient information was provided by the customer this report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79.

Event description:
The customer obtained a (B)(6) result for a patient with a medical history of (B)(6) results. Patient sample (B)(6), generated an initial result of (B)(6)and retest of (B)(6). The patient sample generated (B)(6) results on roche system ((B)(6)) and quick (B)(6) method. No impact to patient management was reported.